Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter, the patient's mother, reported that during the night of an unspecified date, the patient obtained blood glucose readings of 250 mg/dl to 300 mg/dl. At that time, the patient experienced symptoms of "stomach discomfort" and was positive for urinary ketones. The patient was able to take insulin and correct her blood glucose level the next morning to 52 mg/dl, which was a normal reading for him. Subsequent readings obtained were 80 mg/dl, 73 mg/dl and 173 mg/dl. The patient did not seek any emergency medical attention or treatment. Troubleshooting revealed the patient did not observe any leaks or air bubbles in the cartridge or infusion site.